Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
It was reported that the main cover on the alinity I processing module would not remain open and was slowly falling. The cover fell on a technician's head and they went to the emergency room for examination. There was no physical injury to the technician and no diagnostic procedures performed or treatment given. The technician was sent home and returned to work the following day.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and observed the screws of the top front cover were loose. The fsr tightened the screws of the cover, resolving the issue. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.